Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. The cine images confirmed the disconnection in the distal stent, suggesting stent fracture. However, a conclusive cause for the reported stent fracture cannot be determined. The reported patient effects of angina and restenosis, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there does not appear to be any indication of a product quality deficiency. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that on (B)(6), 2011, the 2.5 x 23 mm xience v stent was implanted in the left anterior descending artery (lad), proximal to a previous by-pass of the anterior intraventricular branch. On (B)(6), 2011, the patient arrived at the hospital with angina. Angiography revealed that the stent had fractured and in-stent re-stenosis had occurred. Another xience v stent was implanted over the fractured stent for treatment. The patient is reported to be fine. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report filing, additional information received the vessel was moderately calcific.